Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: [device photograph(s) for the device related to the reported event of rupture, capsular contracture, double capsule and pain reviewed on 07-july-2020. Visual analysis of the photographs identified a biological tissue wrapping device of red color, four openings are observed between the back and the radius, however it cannot be determined what type the opening is because it is not observed under a microscope. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. The events of "capsular contracture and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: pain, capsular contracture, and rupture. Event is diagnosed by ultrasound.

Event description:
The doctor reported left side rupture, pain and double capsule. Capsular contracture grade IV. No adenopathies. Device has been explanted. Event is diagnosed by ultrasound.